Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime or compromised forced sensor system and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor position encoder error more than one motor error alarm within a 30 day period. The customer¿s blood glucose was unknown at the time of incident. Customer reports the drive support cap appears normal. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.